Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06497. It was reported that the patient presented in an emergency room, the device was found to be at end of service with no response to magnet. The telemetry was not able to be achieved. The last check of device had exhibited normal pacing and other settings. Thus, premature discharge of the battery is suspected as the device exhibited end of service behavior suddenly. Intermittent loss of capture was noted on the right ventricular (rv) lead. Pads were placed as backup to address intermittent loss of capture. The device was explanted and replaced. The patient had stable escape rhythm. No further intervention was performed. All the parameters were normal after device changeout. The patient was stable.